Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Upon functional testing fse found host pc was defective. The philips engineer replaced host pc, software and installed all applications. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting. No harm has been reported to philips. The system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to normal working condition.